Event description:
It was reported that a user on the ilet experienced hyperglycemia after arriving at a hospital, with a highest blood glucose of 385 mg/dl and subsequent reading of 365 mg/dl trending downward, while being treated for influenza a and a separate infection and receiving antibiotics. Symptoms included no reported clinical symptoms. Outcomes included no reported adverse impact beyond transient hyperglycemia and no alerts or alarms from the device. Investigation included troubleshooting and education over the phone, review of infusion site status, and replacement of the infusion set to assess for a potential leak, after which insulin delivery was resumed. Investigation of this case revealed no device alarms or evident infusion set abnormalities at the time of assessment, and the event occurred in the context of acute illness and concomitant medications known to affect glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.